Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 363, 207, 204 and 214 mg/dl. The customer¿s expected fasting blood glucose test result range is 160-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2024 and open vial date is 06/2023. The meter memory was reviewed for previous test result history: result 1 : 363 mg/dl, date: 6/26/2023, time: 3:18 pm, fasting; result 2 : 207 mg/dl, date: 6/26/2023, time: 6:32 am, fasting; result 3 : 204 mg/dl, date: 6/24/2023, time: 4:43 am, fasting; result 4 : 214 mg/dl, date: 6/23/2023, time: 9:02 pm, fasting; result 5 : 195 mg/dl, date: 6/23/2023, time: 5:08 am, fasting.

Manufacturer narrative:
Sections with additional information as of 09-aug-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.